Event description:
Information received by medtronic indicated that insulin pump had retention ring damaged or missing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6), 2022, the customer alleged for retainer ring. Device successfully performed the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test, however, rewind failed the first time due to pump error 37 caused by moisture damage on the motor. Thus was utilized and downloaded trace/history files properly. In further full review in the pump memory/history found multiple: pump error 37 on the event date of (B)(6), 2022 06:29:53.000. Pump error 37 alarm during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, peeling/faded serial number label damage, and cracked retainer. Pump error 37 was confirmed due to moisture damage on motor. Cosmetic damage to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.